Event description:
It was reported to medtronic minimed that the customer reported insulin pump rejecting new batteries, rewind anomaly, insulin flow block alarm, and blank display. The customer also experienced loss of communication between insulin pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-7811na, mmt-399a, mmt-1880, mmt-7020a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-7811na. No product return is required for mmt-399a. No product return is required for mmt-1880. No product return is required for mmt-7020a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, active current test, sleep current test and displacement test. No unexpected no delivery/occlusion alarm, failed batt test alarm, rewind anomaly or blank display noted during testing. The test guardian link communicated or paired properly with the pump noted. No communication anomaly noted. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further full review in the pump history file/ trace and found no unexpected no delivery/occlusion alarm or failed battery test alarm on the event date of (B)(6) 2025. Pump was cut open to perform visual inspection and no physical damage or moisture damage found on the electronic assembly, motor assembly and force sensor assembly. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and minor scratched lcd window. No delivery/occlusion alarm, failed batt test alarm, rewind anomaly, blank display and no com pump to xmtr was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.